Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial system implant. During the procedure, the right atrial lead dislodged from its position multiple times. The physician decided to explant the lead and use a single chamber device instead. The patient's condition was stable throughout the event.